Event description:
The physician was performing a cataract extraction on the pt's right eye. The equipment being used was an alcon phaco emulsifier. The physician noted at the end of the procedure that the pt had a milky spot on the eye that could possibly be a burn.